Manufacturer narrative:
Add'l details regarding the incident are being obtained, including immediate post-operative x-rays from the initial case as well as pre-revision films. The screws were recently received by the MFR and will be analyzed accordingly.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The exact cause of the reported issue cannot be ascertained. A review of all applicable risk related documents revealed that k2m addresses alleged rod pop out concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Event description:
Rod reportedly popped out of the right l5 mesa screw in a t-10-l5 range construct. Exact post-operative time frame unk but, is believed to be approx one year. Revision surgery was performed. The rod remained intact, the two screws at l5 were removed and foundation screws were placed at s1.